Manufacturer narrative:
Manufacturer's report date: 06/18/2013. (B)(4). Devices not received, log review only. The customer has requested an event log review. The event set was discarded. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
The customer reported that diltiazem 100 mg in 100 ml ns infused in approximately 130 minutes. The infusion was started at 10:35 am and the bag was found empty at 12:45 pm. The intended programming was 5ml/hr. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.